Event description:
A (B)(6) patient, weighing (B)(6), with a medical history of thrombus, skin and venous fragility, received 85ml of optiject 350 (ioversol), by IV route at a rate of 3.5ml/sec in the elbow anterior space, via an automatic injector (optivantage) for a CT scan of the arterial vessels for thrombus, on (B)(6) 2011. A catheter of 20 gage (63.7 mm) diameter was used, there was no use of a butterfly system. On (B)(6) 2011, 3 minutes after optiject 350 injection, the pt experienced an injection site extravasation of 31ml to 85ml of optiject 350 and injection site oedema and injection site hematoma. It was not mentioned if the patient received drug to treat the reactions. The final outcome was unknown.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.